Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube), cracked battery tube threads and faded serial number label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had crack starting from battery cap screw to the bottom of the insulin pump and the sn label was worn. The customer declined troubleshooting for blank display and exposed to moisture. The insulin pump will be returned for analysis.